Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: vibrio. The following information was provided by the initial reporter: " the customer reports false positives for vibrio. "

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: vibrio the following information was provided by the initial reporter: " the customer reports false positives for vibrio. "

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct0704) had a "false positive" result. Customer reported that they are receiving false positive results for vibrio on the bd max xebp assay. Field service was dispatched. Field service identified an issue with pump position #2 and the pump in position #2 was replaced by service. Service renormalized both readers. Normalization passed. 5ch qualification test was performed and passed. Instrument was returned to the customer functional. Review of device history record for instrument serial number, ct0704 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 11jul2015, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct0704 and no additional work orders were observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.